Event description:
The customer reported that the image is displaying on one side of the image circle located on both monitors.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the interconnect cable for open video line at rear of workstation. The system is repaired and operating as intended.